Event description:
"Non-refractile" particulates were observed during product use. No pt injury was reported.

Manufacturer narrative:
The returned syringe was examined at 40x. Insufficient solution remained for testing. No particulates were observed in the syringe itself. A retention sample was filtered and examined at 125x and 40x. The solution was very "clean" with no particulates. The MFR's internal ref. #0297-0026.